Event description:
An aneurx and endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently to the ER with a > 5 cm diameter ruptured aneurysm and was unstable. The aneurysm rupture was attributed to a type iii endoleak due to separation between the endurant cuff and the aneurx bifurcated stent graft. Per the physician the cause of the type iii endoleak is unknown. The physician repaired the endoleak/rupture with a 36mm endurant aui. It was noted that the patient already had a fem-fem bypass sometime previous to this event. The physician stated the event was related to the device and procedure.

Manufacturer narrative:
(B)(4).